Event description:
Customer reported nurse discovered tpn leaking on the floor, IV clamped and locked off at y site, tubing removed from pump. No harm to patient. No other information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer's experience of leaking set due to a tear on the silicone segment was confirmed. During visual inspection, a tear on the silicone segment at the upper fitment was noticed. The root cause of this failure was not identified. The known failure modes for leaks in the silicone segment have previously been identified to be due to use conditions such as excessive force/improper set orientation during installation or removal; cuts, pinching, and tearing, etc. The lot number was not identified; based on the smartsite laser number the manufacturing database was reviewed. No quality issues were noted during production build for this model number.